Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that an exam on (B)(6) 2018 showed there was an area of erythema extending from the ins pocket about 2-3 inches circumferentially. This area was tender to the touch. It was noted this was an infection and medications were administered on (B)(6) 2018. The event was resolved without sequelae as of (B)(6) 2018. No device issues or further complications were reported or anticipated.